Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed multiple auto mode switch episodes and noise. The noise could be reproduced in clinic when the patient breathed deeply. The lead also exhibited low impedance. The physician elected to explant and replace the lead. The physician noted lead insulation damage near the svc junction area.

Manufacturer narrative:
Final analysis found the inner insulation at 18.1 cm to 18.5 cm from the distal tip. A surface abrasion was also noted at the same location. This damage likely contributed to the reported electrical anomalies.